Manufacturer narrative:
Continuation of d10: product ID wr9230 serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported they have skin over part of the battery and they can't get an excellent condition. So it takes a long time to charge; 1-1.5 hours to charge. Patient stated it sucks.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. Wireless recharger (wr). The reason for call was patient stated that they can't get their implant to charge. Patient stated they have tried 3 different times and have had the charger on their back for over an hour each time, one time for an hour and 15 minutes. Patient added that the implant is now down to 20%. Patient mentioned that they started charging at 40% and did it 3 different times over an hour and each time it did not take a charge. Agent walked patient through resetting the handset and recharger. Patient then connected to the implant and confirmed charging with good connection. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported. (B)(6) 2025 (B)(6) (con): additional information was received from a patient (pt). It was reported that it charged but it took 3 hours to get to 90%. The patient stated that they are still working on it. The patient stated that the issue has not been resolved. They are setting up a meeting with a manufacturer representative (rep).